Manufacturer narrative:
(B)(4).

Event description:
It was reported that long charge time was observed on the device. Device replacement recommended. Patient elected for further follow up before deciding to replace the device. No further information.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that a crackling noise was heard in addition to the long charge time anomaly.

Event description:
New info received: device was explanted and replaced. Patient is stable.